Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was around 200 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.